Event description:
It was reported that the patient did well with vns therapy, but it ¿may not be working as well.¿ good faith attempts for additional, relevant information have been unsuccessful to date. The patient previously reported in (B)(6) 2014 that he was no longer sure if his device was still working. Upon follow-up, the patient reported that he was no longer experiencing asthma-like symptoms during physical activity. The patient reported that he was not certain whether the device was ¿active¿ or reached end of service because he could never feel stimulation during normal activity which was considered normal for the patient. The patient had not followed-up with a physician for some time.

Event description:
It was reported that the patient's vns device has not been checked to date.